Event description:
Pt was admitted to the hosp for surgery. Five days after the bypass the pt developed a sudden large hematoma in the chest wall. The main concern was possible disruption of the proximal anastomotic site in the axillar graft area. Immediate exploration was decided. Upon exploration the anastomotic site appeared to be perfect with no leaking. However, the mid portion of the graft, along the lateral chest wall had about a 0.3 mm size hole around the graft. The hole was closed using 7-0 suture. The pt left the operating room in good condition.